Manufacturer narrative:
Description of event: as reported, during an endovascular treatment procedure, an introducer included in the micropuncture traditionless access set frayed. Access was obtained in the right femoral artery and the user attempted to advance the introducer but was unable to advance the device. The tip of the outer cannula was found to be frayed. Sharp edges were not reported. The anatomy was not reported to be calcified, scarred, or tortuous. Another device was used to continue the procedure. Investigation / evaluation: a document based investigation was performed including a review of complaint history, device history record, documentation, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "precautions this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The most likely cause for this complaint is patient anatomy as it was reported that the patient had severe arteriosclerosis. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Customer name and address - phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an endovascular treatment procedure, an introducer included in the micropuncture transitionless access set frayed. Access was obtained in the right femoral artery and the user attempted to advance the introducer but was unable to advance the device. The tip of the outer cannula was found to be frayed. Sharp edges were not reported. The anatomy was not reported to be calcified, scarred, or tortuous. Another device was used to continue the procedure. There have been no adverse effects to the patient reported.